Manufacturer narrative:
A correction was made to d9. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the biomedical specialist at the user facility that the evis exera iii video system center is shutting off during cases without prompt. No patient injury or harm was reported. The equipment will be returned for service. Update: added UDI (B)(4) from accessgudid website. Tier 2, iuc cvp3218 - intermittent power. (B)(4). (B)(6) 2021.